Event description:
It was reported the pt underwent surgical intervention on (B)(6) 2013. Both of the pt's scs leads were replaced and placed in a new location, reportedly to obtain better stimulation coverage of the pt's pain areas. The pt is reportedly satisfied with the coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.